Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow keypad button was hard to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2014. Evice evaluation: the device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: there is no visible damage to the keypad observed. The up keypad button was intermittently unresponsive to testing. The down, ok, & contrast keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed.